Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary :performance data was collected from the device and analyzed. Recommended replacement time (rrt) in the save-to-disk (s2d) occurredon (B)(6) 2012; device rrt <(><<)>=2.61 volts. The weekly battery voltage trend data min bat=2.9 to 2.47 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. (B)(4).

Event description:
It was reported that the battery depleted rapidly near the end of service. The device was explanted and replaced. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Openings were found in the anode separator, along with lithium material near the cathode tab.